Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The evaluation found the channel port was clogged with foreign material. After disassembling the control section, the foreign material was removed. The foreign material is a soft yellowish rubber material. In addition, the air/ water feeding at the nozzle was unsmooth due to foreign material clogging the inside nozzle. The foreign material is unknown since it could not be taken out. Furthermore, the following additional issue was identified during inspection: insufficient angle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera colonovideoscope had foreign material stuck in the channel tube and could not be taken out. The issue was found during reprocessing. The customer was unable to identify the foreign material. The device was not used for the next procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the channel mount and nozzle was unable to be further specified. Moreover, no deformation of the channel mount/nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested events are detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation. Manual chapter 3 preparation and inspection: IFU states the preventative measures in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.